Event description:
Boston scientific (formerly guidant) received information that shortly after the patient was implanted with this ancure endograft for abdominal aortic aneurysm (aaa) repair, obstructed flow to the right leg was observed and additional surgical intervention was required. The endograft was adjusted, which corrected the issue. To date no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.